Event description:
The office advised that the handpiece got hot and burned pt's tongue while doing a crown prep on tooth #20. Event happened at the beginning of the crown prep. Burn was oval shape. Office advised that the burn turned white and eventually turned to red, and no medical attention was given. Follow up with office noted burn was white patchy area about one (1) inch by one-quarter (1/4) inch. Office advised pt that placing orajel on the burn would help with the pain and allow for better healing.